Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. While trying to advance and retract the guidewire while in the right inferior pulmonary vein (ripv), the physician noticed that the guidewire was stuck inside of the catheter and could not be moved. Both, the wire and catheter were replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.